Event description:
Post-operatively, it was discovered that the variable angle locking compression plate and a total of five locking screws had the heads broken off in the patient. This is report 5 of 5 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was implanted on an unknown date. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number, the device history records review could not be completed.

Manufacturer narrative:
Device is used for treatment, not diagnosis (B)(4). Postoperative activities of the patient may have played a certain role. A failure resulting from either a material defect or the manufacturing process can be excluded.

Event description:
Patient had a distal radius fracture on right side caused by a fall during a football match. Patient implanted (B)(6) 2013 with plate and screws. Follow up x-ray was performed (B)(6) 2013. Twenty-first day post op x-ray was performed and removal of k-wire under local anesthesia, and started gradual physiotherapy. Reportedly on (B)(6) 2013 the breakage of screws and re-dislocation was found. On (B)(6) 2013 the implants were removed and patient was revised to a new va-tcp plate and large screws with temporary fixation with k-wire and application of a long plaster splint.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: added known implant date. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.